Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they got a message on their controller yesterday that said the controller batteries neededto be replaced soon. Agent asked, patient said the message came up when they were trying to charge the implanted neurostimulator. Patient mentioned they had reset the controller several times in the past to clear messages that had come up. Patient inspected the controller port, battery compartment, and recharger plug/cord, but did not see any damage. The troubleshooting steps that were taken on the call resolved the issue. Agent reviewed to monitor the issue and call back if it persists. Patient charges the ins daily for about 10 minutes to keep ins fully charged. Patient asked, agent reviewed information about controller and implant battery longevity. Patient called back regarding the replace controller batteries soon message. Patient said they kept getting that message every day over the weekend and it was taking over half an hour to charge 10%. A replacement recharger (rtm) was sent out. Pt called back stating that they received the replacement recharger yesterday and the numbers on group a seemed to have changed and they were now getting impulses from the ins all the time. Pt said that it seemed like the numbers (therapy settings) were different than they had before. Agent reviewed requested information with the pt. Pt asked if they had to use the recharger with the controller in order to make therapy adjustments on the ins. Agent reviewed requested information with the pt.

Manufacturer narrative:
Continuation of d10: product ID 97715 lot# serial# (B)(6).implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.